Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported having "problems with their transmissions" to the remote monitoring network form their implantable pulse generator (ipg). The device remains in use. No patient complications have been reported as a result of this event.